Event description:
It was reported that during an laparoscopic endometriosis procedure, air leaked in a row. The doctor commented that it felt as if the outer seal was turned outward during use. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.